Event description:
During a remote follow up, high pacing impedance and a loss of capture were observed on the right ventricular (rv) lead. Lead encapsulation was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.